Event description:
On (B)(6) 2010, the patient initially complained of a reaction to the electrodes including redness, bleeding and blistering of the skin. Upon conducting a patient questionnaire on (B)(6) 2010, the patient stated that the electrodes burned her skin.

Manufacturer narrative:
Device has not been returned to the manufacturer for further investigation. Preliminary tests are pending. Associated accessory device: act monitor, model# com001, serial # (B)(6).